Event description:
A report was received from the registry indicating a male underwent implantation of two unknown cypher select plus stents in the proximal left anterior descending (lad) artery. The lesion was a type b2 lesion. It was reported that hypo-perfusion occurred along with st elevation following implantation. It was reported that thrombus formed due to the hypo-perfusion and embolized to an unreported location. The patient was diagnosed with a target vessel related myocardial infarction of the anterior wall causing elevation of cardiac enzymes.

Manufacturer narrative:
These devices are distributed outside the united states; however, they are similar to the united states product. The products remain implanted in the patient and are not available for analysis. Additional information will be submitted within thirty days upon receipt.